Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
It was reported that the patient arrived in emergency room with a broken stem and described pain since november. It is believed the stem was likely broken since then. Stem had to be revised due to the fracture of stem. It is believed that cement was inadequate proximally.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed based on visual image provided. Method and results: device evaluation and results: not performed as the device was not returned, however an image was provided confirmed the device is fractured in mid stem section. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact root cause could not be determined based on the provided information. Further information, such as return of the device, operative reports, x-rays, patient history, progress notes are needed to fully investigate the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient arrived in emergency room with a broken stem and described pain since (B)(6). It is believed the stem was likely broken since then. Stem had to be revised due to the fracture of stem. It is believed that cement was inadequate proximally.